Event description:
The facility alleges the shower chair buckled, causing the pt to fall. The nurse and aide state the consumer did not sustain a head injury at the time of the alleged incident. When the consumer was taken to the hosp, the cat scan allegedly showed an extensive left subdural hematoma.